Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior/posterior colporrhaphy due to stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. The patient underwent mesh revision on (B)(6) 2011 due to incomplete bladder emptying with partial urethral obstruction.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, incontinence, chronic urinary tract infection, discomfort, and urinary retention. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, and dyspareunia. The patient also underwent mesh revision on (B)(6) 2011 due to incomplete bladder emptying with partial urethral obstruction. (B)(4).